Event description:
It was reported that this electrode exhibited insulation damage and thus a revision took place to explant the electrode. No additional adverse patient effects were reported. This electrode was expected to be returned.

Manufacturer narrative:
This lead was expected to be returned. Should the lead be returned analysis will be conducted and this investigation will be updated.